Event description:
The pt was attached to the dialysis machine. The pt started yelling for help and the nurse found him with the dialysis venous needle totally out and blood dripping from the site. The dialysis machine did not alarm during this event. Prior to the incident, the venous pressure was about 180 mm hg, with the incident the venous pressure was ten mm hg. The bio med dept did check the machine post incident and verified that the low venous pressure alarm was functioning at multiple presssures. The manufacturer's warning states "the pressure changes from a line separation or needle removal may be too small for the system to detect." Seems like a change in 170 mm hg is rather a large change for the system not to detect.